Manufacturer narrative:
The analyzer was checked and performance testing was within specifications. The calibration and qc results were within specifications. There was no indication of a performance issue of the reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys ferritin result from the cobas e411 rack analyzer. The initial result was 0.500 ng/ml with a data flag and was reported outside of the laboratory. The treating doctor questioned the result. On (B)(6) 2021, the same sample was repeated with a result of 109.7 ng/ml. A new sample from the patient was tested and the result was 115.3 ng/ml. The regent lot number was 530051. The expiration date was requested but was not provided.